Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that these inflatable penile prosthesis (ipp) cylinders exhibited inflation issues. A surgical procedure was performed, during which fluid loss due to a tear in one of the cylinders was noted. All components were removed and replaced. No patient complications were reported.